Manufacturer narrative:
Patient identifier not provided ((B)(4)). Age and date of birth not provided. Sex not provided. Weight not provided.

Event description:
Doctor indicated that the instrument (rash3n) fractured during the procedure. However, he was able to complete the procedure.

Manufacturer narrative:
The event that was initially submitted on report (B)(4) on (B)(6) 2018 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the investigation of the device item. This is no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event. One narrow hex driver was returned for inspection. The device shows signs of wear consistent with use. The latchlock end is confirmed to be fractured. The hex tip is worn, but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: (B)(4) rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint alleges the hex driver was fractured during use. The complaint was confirmed during inspection. A root cause for this complaint could not be determined.